Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The outer conductor coil was deformed and fractured in the area approximately 205-208 millimeters from the terminal pin. Due to the location and type of damage, this was likely caused by entrapment in the clavicle/first rib region.

Event description:
Boston scientific received information that this lead sustained damage as a result of subclavian crush. The patient was seen for a revision procedure. The lead was explanted and returned for analysis. There were no additional adverse patient effects reported.